Event description:
It was reported that the pt "insisted" on having their device systems explanted due to complaints of withdrawal symptoms. The device system was explanted. The pump and catheter appeared to be functioning. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.